Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the residual glue at the tip of the probe broke off inside the patient during surgery; all pieces were retrieved.

Manufacturer narrative:
Gtin: (B)(4). The device manufacture date is not known. Alleged failure: excess glue at tip of probe. Probable root cause: manufacturing non-conformance, shipping damage. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the residual glue at the tip of the probe broke off inside the patient during surgery; all pieces were retrieved.